Manufacturer narrative:
On 9-15-2016 an ocd field engineer (fe) arrived at the customer site and replaced the visor as it was worn, fe cleaned the led arrays and performed the gripper to the incubator adjustment. Fe also verified centrifuge speed and timing which were in specification per procedure. Replaced the card and barcode illuminators and readjusted the camera per procedure. The provue's final brightness is acceptable at 121, range is 101-128. Reference image inspected and was acceptable per procedure. Customer ran qc and accepted analyzer performance. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient. The investigation determined that the most likely root cause of this event could potentially be a combination between the instrument and the weak antibody samples used during testing.

Event description:
Customer contacting cts to report 19 events of potential misread 1+ reactions associated to patient antibody screens as part of an internal validation study being performed in support of an ongoing audit investigation being conducted by the (B)(6). The validation testing was conducted with known previously identified antibodies initially tested on the provue, manually reviewed off of the service rack and then repeated by the manual gel method. Eleven (11) out of the 19 events are reportable. Four (4) out of 11.